Manufacturer narrative:
Event summary: it was reported that a bakri tamponade balloon catheter leaked through a pinhole upon insertion during treatment of a second trimester evacuation with postpartum hemorrhage. The device was placed transvaginally and inflated with approximately 100ml saline using the provided syringe. The user reported approximately 500ml total blood loss, and no blood transfusions were required. A new device was opened to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use and quality control procedures and a visual inspection of the device were conducted during the investigation. The device was returned for evaluation out of the original packaging. Visual inspection of the device observed a dried white substance within. A functional test was performed with water. A leak was confirmed at the proximal end of the balloon. A 1/16 inch cut in the balloon material was observed; the cause of the cut was unknown. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause for the reported event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Postal code: (B)(6). Occupation: non-healthcare professional - customer service. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a bakri tamponade balloon catheter leaked through a pinhole upon insertion during treatment of a second trimester evacuation with postpartum hemorrhage. The device was placed transvaginally and inflated with approximately 100ml saline using the provided syringe. The user reported approximately 500ml total blood loss, and no blood transfusions were required. A new device was opened to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.